Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was listed on our healthsight viewer (hsv) as not communicating. A technical support specialist (tss) dialed into the station and reviewed the data sync debug log, which showed a 'pendingdownload - pending download failed' message, indicating retries would occur if the task remained active. The station database was backed up, and a full sync was performed. The sync completed successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was listed on our healthsight viewer (hsv) as not communicating. However, there were no delays or adverse events or injuries reported based on this event.